Event description:
Received a copy of customers medwatch form which states "for one hour and 4 minutes, iaware was documenting propofol infusion rate at 88.957mcg/kg/min when the actual infusion rate was set to 80mcg/kg/min. It and biomed departments were made aware of the issue and began working to resolve the problem immediately" there was patient involvement however patient impacts is unknown. It was further reported by the customer that there was no alaris device malfunction. The device infused at the ordered and programmed rate of 80mcg/kg/min. Customer stated the issue was with a non bd product iaware ( takes the infusion data from the pump and automatically captures that information sending it to the electronic medical record emr for viewing). The customer also reports there was no patient harm, as the error only was in the documentation of rate and not the pump itself. Customer's biomed department inspected the pump and found no issues. Customer's it department is working internally to address the documentation issue.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction : describe event or problem, additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of customers medwatch form which states "for one hour and 4 minutes, iaware was documenting propofol infusion rate at 88.957mcg/kg/min when the actual infusion rate was set to 80mcg/kg/min. It and biomed departments were made aware of the issue and began working to resolve the problem immediately" there was patient involvement however patient impacts is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.